Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30800053l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 68-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. After completing the procedure and the patient returning to the ward from the catheterization room, the blood pressure decreased, and cardiac tamponade was noted on surface echocardiography. A pericardiocentesis was performed in the catheterization room. There was no problem with intraoperative vital signs, and no retention of the effusion was observed in the body surface echo before returning to the room. The physician's opinion on the relationship between the event and the product was there is no problem with the product. No abnormalities were observed prior to or during use of the product. The procedure was completed. The adverse event was discovered post use of biosense webster products. The generator used was a smartablate generator. A transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade, ablation was performed. The timing was not identified. Force visualization features used were dashboard; vector; visitag with fot and tag index. Extended hospitalization was required. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-sep-2022, bwi received additional information regarding the event. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was there were no problems about the products. The patient outcome of the adverse event was the patient has already been discharged. The hospital stay was extended for bleeding control. There was no evidence of steam pop. Aan irrigated catheter was used in the event and the flow setting was pre1s post5s. All other parameters are default settings. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability used were 3mm 6s fot25% 5g tagsize2 index 380-550. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).